Event description:
Opened temp sensing foley catheter kit - no sterile water syringe in kit for inflating balloon. Instead, 2 syringes of lubrication present. Manufacturer response for temperature sensing catheter kit, (brand not provided) (per site reporter). Sent an email to the representative with the information so they can investigate.